Manufacturer narrative:
Internal report reference number: (B)(4). Meter and expired test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 26-jan-2023 to ensure and to ensure the customer¿s initial concern was resolved- customer stated he has not received the order. Customer believes it was delivered to a different apartment. A new order was placed for reshipment. Note 2: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated that he had dropped the meter and it sometimes does not turn on. The customer is concerned with test results from results obtained of 480 and 380 mg/dl am fasting; customer also stated that pm fasting he is getting readings between 300 and 400 mg/dl (did not specify the specific number). The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl and pm fasting is <180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 (expired) and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.